Manufacturer narrative:
Reported issue - straight saw attachment appears to have a bad seal and has leaked oil throughout the tray. Patient was not under anesthesia. Product inspection ¿ visual inspection confirms the event. There is oil residue on the attachment. See attached image. Product history review ¿ review of the device history records indicates 50 devices were manufactured and 47 were accepted into final stock on 06/09/2017, including serial #(B)(4). A review revealed the non-conformance is not related to the failure alleged in this complaint. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212186, lot 35010517 shows 01 additional complaint related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ the event was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
Straight saw attachment appears to have a bad seal and has leaked oil throughout the tray. Patient was not under anesthesia. Case type / application: tka.